Event description:
It was reported that 105 bd ultra-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: pharmacist informed us that her customer uses pcn 320561 for a long time but recently received a box of lot 2159736 where appr. Every third needle doesn't let liquid flow through.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 105 bd ultra-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: pharmacist informed us that her customer uses pcn 320561 for a long time but recently received a box of lot 2159736 where appr. Every third needle doesn't let liquid flow through.